Manufacturer narrative:
Customer contact reports no patient information is available.

Event description:
The hospital reported the unit lost the ability to ventilate in any mode. There was no report of patient injury.